Manufacturer narrative:
Patient was a preemie. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that filter of clearlink system extension set leaked due to a crack. The set was used to filter total parenteral nutrition (tpn). It was further reported that there was no issue with the unspecified pump. The filter was changed and a scalp intravenous (IV) was initiated. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.